Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) as known patient effects. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, unexpected medical intervention and hospitalization appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, 80% stenosed lesion in the mid right coronary artery (mrca). A 3.0x15mm trek balloon dilatation catheter (bdc) was used for pre-dilatation of the vessel, after which a xience skypoint drug eluting stent (des) was being positioned for deployment when a dissection was noted in the mid rca, distally to the distal branches. It is suspected that the trek bdc may have caused or contributed to the dissection. Four additional des were implanted to cover the dissection. The patient was discharged from the hospital on (B)(6) 2022, two days after the procedure. There was no adverse patient sequela. No additional information was provided.